Event description:
I have using dexcom g7 (cgm) device for several years with very few issues. However, within the past 2-3 months ((B)(6)-(B)(6) 2025) the applicator device/sensor has failed to insert the filament required to take glucose reading. The applicator/senor have failed three times. Each time the manufacture has replaced it, and they told me to discard the defective product sensor/applicator. However, there appears to be a pattern of failure/defect. I discarded two of the defective devices but feel compelled to report the issue. The serial number for the most recent failure is of the sn (B)(6) dexcom g7 manufactured in malaysia and purchased from usmed. Pt code: 4582. Device code: 1316. Reference reports: mw5173501, mw5173502.